Event description:
A customer reported that a system message displayed pertaining to "surge" during a cataract surgery. The surgeon continued to use the equipment; there was no patient harm at the time of surgery. The patients remained under observation following surgery. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).